Manufacturer narrative:
At the time of this report, mentor has received no information regarding explantation or an expected explantation date. It is unknown at this time if the device will be made available for return. As a result, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. The device history record (DHR) was reviewed, and no anomalies were found related to this complaint. In addition, the DHR review verifies that the device was manufactured in accordance with documented specification and procedures. (B)(4).

Event description:
It was reported that a (B)(6) -year-old female underwent primary breast augmentation with a mentor smooth round moderate profile 475cc saline prosthesis. On (B)(6) 2018 right sided deflation was observed. At the time of this report, mentor has received no information regarding explantation or an expected explantation date.

Manufacturer narrative:
Additional information was received with the field experience report on 7/26/2018. Bilateral prosthesis replacement with 600cc mentor memorygel breast implants was performed on (B)(6) 2018. The investigation of the returned product was completed by the failure analysis lab on 8/13/2018. Device evaluation summary: it was reported that a (B)(6) year-old female underwent primary breast augmentation with a mentor smooth round moderate profile 475cc saline prosthesis. On (B)(6) 2018 right sided deflation was observed. Upon receipt by mentor, the device returned without fluid. Yellow material was observed within the device. No foreign material was observed on the shell surface. The product evaluation team discovered several creases around the device. Leak testing was performed according with mentor procedures and it revealed a rent measuring approximately 0.1 cm within a crease on the posterior aspect. No other anomalies were discovered. The complaint was confirmed since a rupture was found on the device. However, at this point it is not possible to determine the root cause of such damage or the etiology of the yellow material found on the device. There is no evidence that the issue is related with manufacturing. Because the product evaluation team was unable to confirm any unusual failure mode, no corrective action will be taken at this time. Breast implants are not considered lifetime devices and deflation is a known complication associated with these devices and is referenced in our product insert data sheet. Concomitant products: mentor smooth round moderate profile 475cc saline prosthesis, catalog #3501680, serial #(B)(4). Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
On (B)(6) 2018, mentor became aware that the patient experienced bilateral capsular contracture. Upon receipt by mentor, the device returned without fluid. Yellow material was observed within the device. No foreign material was observed on the shell surface. Product evaluation discovered several creases around the device. Leak testing was performed according with mentor procedures and it revealed a rent measuring approximately 0.1 cm within a crease on the posterior aspect. No other anomalies were discovered. The complaint was confirmed since a rupture was found on the device. However, at this point it is not possible to determine the root cause of such damage or the etiology of the yellow material found on the device. There is no evidence that the issue is related with manufacturing. Capsular contracture is the result of the body¿s individual physiological response to the implantation of a foreign object in soft tissue. Breast implants are not considered lifetime devices and deflation is a known complication associated with these devices and is referenced in our product insert data sheet. Mentor product analysis lab concluded the reported complaint of capsular contracture in the patient¿s breast was the result of the body¿s individual physiological response to the implantation of a foreign object in soft tissue. Capsular contracture is a known complication associated with these devices and is referenced in our current product insert data sheet. (B)(4).